Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. It was observed that the battery pins in battery well 1 were pushed into the device. The device was opened, grommets removed, battery pins removed, grommets cleaned and replaced, pin base replaced and battery pins replaced to resolve issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device was not reading a battery. It was observed that the battery pins were damaged. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.